Event description:
It was reported that they followed the doctor's advice to give the patient chemotherapy drugs, when the patient uses the PICC tube on the day of infusion of 1000 ml, the PICC tube implanted in the blood vessel ruptures, leakage, causing chemotherapy drugs to leak into the subcutaneous tissue, immediately extubation, give closure and other treatments, due to timely treatment did not cause skin damage and death. A medium and long catheter was reimplanted in time to complete the infusion of chemotherapy drugs.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the root cause could not be determined. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed the catheter inserted in a patient. An attempt to aspirate was made and air was seen to be pulled into the syringe. When the catheter was infused, a leak was observed in the catheter shaft. No other details were observed on the sample in the returned video. Although a leak was evident in the submitted video, inspection of the video was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.this complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that they followed the doctor's advice to give the patient chemotherapy drugs, when the patient uses the PICC tube on the day of infusion of 1000 ml, the PICC tube implanted in the blood vessel ruptures, leakage, causing chemotherapy drugs to leak into the subcutaneous tissue, immediately extubation, give closure and other treatments, due to timely treatment did not cause skin damage and death. A medium and long catheter was reimplanted in time to complete the infusion of chemotherapy drugs.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.